Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and uterine haemorrhage ("reproductive system disorder or condition type of disorder or condition: hematometra") in an adult female patient who had essure (batch no. B06098) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included constipation, uterine disorder, uterine atony, left lower quadrant pain, discomfort and excessive granulation tissue. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove the essure implant/hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, uterine haemorrhage, vaginal haemorrhage and menorrhagia outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Trailing coils in uterus: 5. The 2nd device was loaded through the operating channel of hysteroscope, and inserted into the l tubal ostium. Trailing coils in uterus: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: she had a lot of debris in her uterus.. Pathology test - on (B)(6) 2014: result: final diagnosis: uterus, cervix .and fallopian tubes, hysterectomy and bilateral salpingectomy a. Cervix: no pathologic diagnosis. B. Endometrium: hematohetria and chronic endometriosis. C. Myometrium, serosa and fallopian tubes: no pathologic diagnosis. Gross description: "uterus and cervix, bilateral fallopian tulles·'. It consists of an 80 gram uterus with attached cervix and bilateral oviduct. The uterus and cervix measures 9.7 x 5.3 x 2.8 cm. The ectocervix measures 2.8 cm in maximum diameter and the external os is 0.3 cm. The serosa, both anteriorly and posteriorly, are smooth and glistening. The cervical canal is 2.7 cm long. The endometrial cavity measures 4.3 x 3.2 cm and is filled with blood clots. The endometrial lining is smooth, tan-pink; 0.1 cm thick. The myometrium of the right lateral wall has a maximum thickness of 2.2 cm. The attached left fallopian tube, with fimbriated end, is 7.6 cm long with an average diameter of 0.8 cm. The light fallopian tube segment, with fimbriated end, is 7.3 x 0.7cm. Representative sections are submitted as follows: labeled a and b - anterior and posterior cervix, c and d - anterior and posterior endomyometriurn, e - left fallopian tube, f - right fallopian tube.. Ultrasound scan - on (B)(6) 2014: result: on doing the ultrasound, it was 'noted that her lining was super thick. There was a big blood clot in there.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: uterine haemorrhage, vaginal haemorrhage and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and uterine haemorrhage ("reproductive system disorder or condition type of disorder or condition: hematometra") in a female patient who had essure (batch no. B06098) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included constipation, unspecified disorder of uterus, uterine atony, left lower quadrant pain, discomfort and excessive granulation tissue. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove the essure implant/hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, uterine haemorrhage, vaginal haemorrhage and menorrhagia outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Trailing coils in uterus: 5. The 2nd device was loaded through the operating channel of hysteroscope, and inserted into the l tubal ostium. Trailing coils in uterus: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: she had a lot of debris in her uterus.. Pathology test - on (B)(6) 2014: result: final diagnosis: uterus, cervix .and fallopian tubes, hysterectomy and bilateral salpingectomy cervix: no pathologic diagnosis. Endometrium: hematohetria and chronic endometriosis myometrium, serosa and fallopian tubes: no pathologic diagnosis. Gross description: "uterus and cervix, bilateral fallopian tulles·'. It consists of an 80 gram uterus with attached cervix and bilateral oviduct. The uterus and cervix measures 9.7 x 5.3 x 2.8 cm. The ectocervix. Measures 2.8 cm in maximum diameter and the external os is 0.3 cm. The serosa, both anteriorly and posteriorly, are smooth and glistening. The cervical canal is 2.7 cm long. The endometrial cavity measures 4.3 x 3.2 cm and is filled with blood clots. The endometrial lining is smooth, tan-pink; 0.1 cm thick. The myometrium of the right lateral wall has a maximum thickness of 2.2 cm. The attached left fallopian tube, with fimbriated end, is 7.6 cm long with an average diameter of 0.8 cm. The light fallopian tube segment, with fimbriated end, is 7.3 x 0.7cm. Representative sections are submitted as follows: labeled a and b - anterior and posterior cervix, c and d - anterior and posterior endomyometriurn, e - left fallopian tube, f - right fallopian tube.. Ultrasound scan - on (B)(6) 2014: result: on doing the ultrasound, it was 'noted that her lining was super thick. There was a big blood clot in there.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: uterine haemorrhage, vaginal haemorrhage and abdominal pain. Most recent follow-up information incorporated above includes: on 7-jan-2019: pfs received. Following events were added: abnormal bleeding (vaginal), menorrhagia, reproductive system disorder or condition type of disorder or condition: hematometra, abdominal pain and she did not undergo an essure confirmation test. Event outcome added for abdominal pain. Event onset date were added. Suspect drug implant date updated from (B)(6) 2014 and explant date from (B)(6) 2014. Medical history added. Lot number added. Concomitant drug added. Other hcp added. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.